Manufacturer narrative:
An investigation is currently underway. However, upon completion of the investigation, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the entriflex feeding. The customer reports that in 2004, the doctor injured his finger on the safety hook while he was attempting to pull out the stylet from the tube. As a result of him attempting to remove the stylet be received an abrasion approximately 1 cm on his fingertip. It was also reported that initially the stylet hook was protected by plastic material when the doctor applied greater force to remove the protected plastic material, the tube was disconnected from the stylet.